Manufacturer narrative:
The driver failed incoming testing for right side pressure alarms and right side waveform not meeting requirements. Review of the data file showed that driver had a persistent right pressure incorrect alarm. This aligns with the incoming test failure. No other alarms were recorded in the data file. Visual inspection of internal and external components found no evidence of damage or abnormalities. Additional testing and troubleshooting was performed to identify the component which caused the driver alarm. During the investigation, the right humphrey valve assembly was dirty. After cleaning and reinstalling, the driver passed functional testing. The humphrey valve assembly is replaced during the two year service interval. The companion 2 driver was requested and returned for two year service in accordance with process requirements. Product return and servicing, including incoming functional testing, were delayed due to the covid-19 pandemic. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5482 (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver exhibited a right pressure incorrect alarm.